Event description:
Pt had bilateral mastectomies with reconstruction using silicone gel implants approximately 27 yrs ago. Pt developed grade IV capsular contractures and pain bilaterally. Recent mammograms showed calcification of scar tissure around implants. Upon removal, both implants found to be ruptured.